Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the cgm was displaying "high" and the insulin pump reportedly administered insulin. She noticed the cgm reading was not going down and still showed "high" so another unit of insulin was administered by the pump. The patient then felt dehydrated, lethargic and high heart palpitation. The cgm was still showing "high". A bg was checked and it was also high but the patient could not remember what the value was. She decided to call her high-risk doctor as she is pregnant and was advised to go to the emergency room (ER). The patient was admitted preventing diabetic ketoacidosis (dka). While the patient was in the hospital, she could not recall any bg or cgm readings taken. She was treated with insulin (lantus and humalog) and diagnosed with hyperglycemia. The patient was in the hospital until (B)(6) 2025. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-078655 and 3004753838-2025-078655-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event as the cgm functioned as expected during hyperglycemia. No additional patient or event information is available.